Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the pump experienced an unspecified malfunction while infusing blood pressure medications at very high doses. The channel involved was infusing high dose levophed on an unstable patient. Prior to the malfunction the user was pushing sodium bicarbonate through the line. The medication was switched to a new pcu and pump module and continued to infuse without issue until 0208 when the patient expired. The customer stated that the death was not related to the malfunction; however, during the time the medication stopped suddenly, the patient's blood pressure did drop rapidly.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the pump experienced an unspecified malfunction while infusing blood pressure medications at very high doses. The channel involved was infusing high dose levophed on an unstable patient. Prior to the malfunction the user was pushing sodium bicarbonate through the line. The medication was switched to a new pcu and pump module and continued to infuse without issue until 0208 when the patient expired. The customer stated that the death was not related to the malfunction; however, during the time the medication stopped suddenly, the patient's blood pressure did drop rapidly.